Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as the surgery was aborted.

Event description:
It was reported that the device experienced an communication error while a surgery was taking place. The device experienced this as it was moving to it's intermediate position after a trajectory. Through phone support, the client was walked through a shut down and restart procedure. The client then said that the robot arm started moving towards the patient by itself. The last two trajectories were aborted due to this. The robot arm did not touch or harm the patient in anyway. The delay was about 15 minutes before deciding to end the surgery.

Manufacturer narrative:
Technical investigation concluded that the cause of the two communication errors are an overload and an excessive force and that the disengagement procedure was not followed by the surgeon, therefore the patient head would have been in the trajectory of the robot arm.